Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a review of the pump data to determine a possible cause. Cts determined that the control iq feature and pump functioned as intended and the cause of the low bg was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.